Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced high blood glucose value. Customer's blood glucose was 400 mg/dl to 350 mg/dl. Customer's current blood glucose was unknown. Customer stated that they were unable to perform troubleshooting process. The insulin pump will not be / will be returned for analysis.